Event description:
Per the clinic, the patient experienced an episode of meningitis in (B)(6) 2021 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was hospitalized for 3 weeks (specific date not reported). The patient was treated with oral and IV antibiotics (specific date and duration not reported). The implanted device remains and clinical management of the patient is ongoing. The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of bilateral dysplasia cochleas and vestibules with prominently widened cochlear apertures. X-linked nonsyndromic deafness type 2, gene mutation pou3f4. There were no reported craniofacial malformations, nor basilar skull fractures. The patient did receive pre-implant immunizations (pcv-13 series [on (B)(6) 2021, on (B)(6) 2020). The receiver stimulator was drilled to the dura, and no surgical complications were reported. Vp shunts or lumbar drains were utilized at the onset of meningitis. A csf leak occurred post operatively. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis.